Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator was on a patient alarmed transducer fault, low pip (peak inspiratory pressure), low ve (ventilation) and high rate. The patient was being transferred to another ventilator. The customer confirmed that there is no patient harm associated with this event.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h3, h6 and h10. Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. Vyaire medical determined root cause as due to supplier manufacturing process. The reported complaint was confirmed through the events log and duplicated during functional check. Transducer pt801 exhalation pressure transducer) has failed. Vyaire medical inspected the device but no visible defects, damage or contamination was found. Installed in known good vela unit model 16532-00 (B)(6). Log showed alarm xdcr fault, xdcr fault occurred (1, 0, 32) and user svt calibration failed recorded on (B)(6) 2021. Alarm xdcr fault and xdcr fault occurred (1, 0, 32) and were recorded on the most recent events. Performed the following calibrations: xdcr calibrations per vela ventilator systems service manual - failed calibration, turbine diff press xdcr (pt 800) p/n: 68354 (B)(6) successfully calibrated and exhl diff press (exhl flow) xdcr (pt 802) p/n: 68355 (B)(6) successfully calibrated.